Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart alarm error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and dat test. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor functioned properly during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Unit had minor scratched display window and cracked reservoir tube lip.